Event description:
It was reported that the insulin pump had an unresponsive keypad during an attempt to change the basal settings. The blood glucose reading was 240 mg/dl, which was treated with manual injection. The customer stated that the numbers were cycling through basal rates. No significant events leading to the keypad issues were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
All of the buttons functioned properly. However, corroded keypad traces were noted during the visual inspection. No unexpected number ramping anomaly was noted during testing. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, a scratched reservoir tube window and a stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.